Manufacturer narrative:
B3: year of event have been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed accuracy test-over infusing. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a damaged downstream occlusion (dso) seal. During testing, the delivery range was within the allowable range. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, and the pump passed all functional tests and performed as intended after repair.